Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate plus profile 425cc saline prostheses experienced several unexplained systemic symptoms with auto immune diagnosis post procedure. Contact vertigo, dizziness, hyperthyroidism , weight loss, night sweats, hip pain, back pain, begin liver tumor, full body pain, tingling on the right shoulder blade, hormonal imbalance diagnosis, inflammation, water retention, adrenal shutdown, night sweats, difficulty concentrating, memory fog, slurred speech, diagnosis of hypothyroidism, ringing of the ears, tingling of the fingers, hair loss, dry hair, small intestinal bacterial overgrowth diagnosis, epstein-barr virus diagnosis, food intolerance, constipation, easily bruised, high liver enzymes, gall bladder issues, dark circles under the eyes, depression, anxiety, burning pain in the lower rib area of the left implant, burning pain under the right breast with a dull ache, positive test for autoimmune marker, nausea with vomiting, cyst formation in hands, uncontrollable eye twitting, jaw tightness, heart fluttering, shortness of breath, insomnia, acid reflex with hearth burn, dry eyes, itchiness, bloating, high homocysteine levels, low protein levels, low iron levels, high mercury levels, high lead levels, low vitamin d levels, low progesterone levels, low estrogen levels, low testosterone levels, pre menopause, low vital nutrients, muscle weakness, balance problems, irritability, infertility, abnormal pap smears, pancreatitis, and pancreatic exocrine insufficiency, nominal aphasia, development of red bumps on the body, low libido, kidney pain, coldness in the extremities, green liquid nipple discharge of the left breast, divots on the fingernails, ear congestion, ear pressure, sinus pressure, cognitive dysfunction, feeling of choking, sensitivity to light, sensitivity to noise, and costochondritis were all noted. No device issue such as rupture was reported. As a result, explant without replacement was performed on (B)(6) 2020. See 1645337-2020-11446 for contralateral prosthesis report.

Manufacturer narrative:
On september 21, 2020 mentor became aware that it erroneously omitted the autoimmune code (h6. Patient codes, 1733) from the initial report submitted on september 11, 2020. Manufacturer¿s reference number: (B)(4).